Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 128 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device could not be primed during testing due to loose/flush drive support disk. The unit was received with cracked battery tube treads, scratched lcd window, and missing end cap sticker.